Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation. This report is associated with MDR #8030665-2014-00426 and 00427.

Event description:
A peritoneal dialysis (pd) patient reported that the cycler was alarming. When the patient's wife opened the cycler door, fluid was leaking out. The patient was advised to discontinue using the cycler and to contact the pd nurse. During follow up, the patient's pd nurse reported that the patient's effluent was clear. The patient had completed treatment with manual exchange. The patient was treated with prophylactic antibiotics. The nurse reported that the patient may have discarded the set.